Manufacturer narrative:
Serious and life threatening adverse events, including changes in coagulability, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including changes in coagulation parameters, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation . The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and bleeding are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the clinical trial that the patient on the (B)(6) 2014 after persistent low flow alarms, hypotension and increasing oxygen requirement he was transferred to site via the emergency department (ed) for evaluation of his left ventricular assist device (lvad) function. He was admitted to cardiovascular intensive care unit (cvicu) following a pae arrest while in the ed. A pulmonary artery (pa) catheter, arterial-line and left (l) chest tube were urgently placed. He had 1.5 liters of old blood that immediately drained from l chest tube. Patient was noted to have frank blood from endotracheal tube (ett) during chest tube placement. The patient continued to have bleeding events throughout his hospitalization in relation to hemothorax. Coagulopathy was noted as corrected on a chart note on (B)(6) 2014 with an inr value of 1.33 (at 01:30). A new monitoring goal of 1.5-1.6 was established in the setting of active bleeding vs. The concern for clot of lvad. While able to maintain his inr in the therapeutic range this event of warfarin induced coagulopathy is considered ongoing per principal investigator (pi) at time of subject's death. He expired on (B)(6) 2014 at 16:15 with the primary cause per the pi being anoxic brain injury following pulseless electrical activity (pea) arrest. No additional information available..

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.